Manufacturer narrative:
The complaint sample has been returned to greatbatch medical for evaluation. The investigation has not yet been completed. A supplemental medwatch 3500a form will be submitted following the completion of the investigation. Complaint information provided by zimmer biomet.

Event description:
It was reported that during an unknown surgery, the ao approach broke causing a 15 minute delay in surgery. The procedure was completed successfully with another device and there was no patient injury as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was broken off from the offset reamer handle. Visual inspection of the complaint sample also noted the complaint sample was incomplete as the closing socket was missing from the reamer attachment of the device. The outer surface complaint sample near reamer attachment area also contained numerous areas of deformation in the form of deep gouges, scratches, and dents, indicating the device experienced heavy use. The broken adaptor was examined and found to contain significant areas of deformation with a large amount of displaced material on the mating surfaces which suggests there was movement or "play" between the adaptor and the surface of the adjoining device consistent with the deformation that is observed when the adaptor is not seated properly. Ratchet marks were also present on the outer edges of the adaptor and further indicate the cause of the malfunction was attributed to torsional fatigue. A manufacturing review was completed and no discrepancies were found. No further investigation is required. Added date device returned for evaluation. Updated device evaluated by manufacturer to yes. Updated method codes, results codes and conclusion code .